Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to dissociation. The constrained liner had come out of the shell, and the inner bipolar portion of the constrained liner came out of the outer liner. The head and constrained liner were revised. The head and liner and one screw were removed, and a new head and liner were implanted. Rep confirmed that there are no allegations against the wasted head and liner, and that no further information will be released by the hospital or surgeon.